Event description:
It was reported that during a stenting treatment procedure, removal difficulty occurred. The physician implanted a 3.00x16mm promus element plus stent in the mid right coronary artery, however removal of the stent delivery system was difficult. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).